Event description:
Reporting status: serious injury - required intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the pt required an intervention in the mid rca, with 90% block. A zeta stent was implanted successfully in the lesion. Within 12 hours, the pt reported chest pain and a angio shot revealed sub acute thrombosis. A 3.5 x 19 flexmaster was implanted for treatment. No pt effects were reported. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that angina and thrombosis, as listed in the zeta instructions for use, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Angina and thrombosis are listed in the no fault risk assessment as no fault complications. There was no report of any product malfunction at the time of the stent implant and the procedure was completed successfully. It is possible that the angina is a secondary effect of the thrombosis which required pti for treatment; however, a conclusive cause for the reported pt effects and the relationship to the product, if any, cannot be determined.